Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained. Customer¿s blood glucose level was 320-330 mg/dl.